Event description:
During the initial implant, there was high pacing lead impedance (pli) noted on the right ventricular (rv) lead and the guide wire was unable to be advanced. A different lead was used to resolve the event and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet inserted in the lead. The reported event of guidewire could not be inserted was confirmed. A test stylet could not be fully inserted in the lead due to clogged blood and tissue found inside the inner coil lumen. The reported event of high lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.